Manufacturer narrative:
Eval summary: the rasp/reamer/broach used by the surgeon is not available for analysis. Pt details like the activity level, age, build, weight etc. Are not mentioned, and no info is available regarding the pt's bone quality. No x-rays are available for review. The surgical technique guides on component size selection / templating during the preoperative planning; no info is available on the component size selection/templating. No definitive cause can be determined. Eval: the returned stem was found dimensionally correct where measured to the respective overlay. It is also observed that third body particles are present on the proximal portion of the stem. Device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected.

Event description:
It was reported that after reaming and trialing, the surgeon attempted to implant the femoral stem, and the pt's femur cracked. The implant was removed and another stem of the same size was used to complete the procedure. No additional fixation was required. The surgeon stated he thought the implant was 3-4mm larger than expected.